Event description:
During a procedure, surgeon implanted screws into the wrist. When trying to add the rod with the coupler locks, the locks were not tightening. The external handle, distal radius fixator, would not mount onto the locks to tighten them. It was noted that screws were fine. The surgeon used another manufacturer's handle to complete the procedure without further incident or any adverse event to the pt was noted.

Manufacturer narrative:
A review of each DHR for the assemblies was conducted, there were no ncrs related to any of the parts and all parts that had required inspections passed inspection final to release. The investigation could not be completed, no conclusion could be drawn, as no product was received.